Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - summit, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 33m tendyne mitral valve lp was implanted in the patient. A mitral valve thrombosis was noted and the valve was explanted.